Event description:
Pt had surgery on (B)(6) 2010 for bilateral breast reconstruction with tissue expanders. Left tissue expander was removed by surgeon on (B)(6) 2010 due to deflation. Once removed and examined by the surgeon, it appeared that the seam where the posterior patch of the expander and the expander body meet had come apart.